Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 44 mg/dl, 42 mg/dl, 55 mg/dl at the time of incident and the current blood glucose level was 44 mg/dl. The customer was assisted with troubleshooting. The customer was treated with glucose for low blood glucose. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was active and automatically adjusting insulin delivery at time of low blood glucose event. Customer was alleging insulin pump was over delivering because customer blood glucose goes low every evening. Customer bolus wizard was not turned on so customer was accidentally delivering too much insulin for meals. Customer states reservoir was showing the same amount of insulin as shown on the status screen. Customer reports programming was accurate. Customer states they were not worn during a medical procedure or test around magnetic resonance field. Customer no longer alleges insulin pump was over delivering because after they reviewed the tdd, customer says insulin pump was delivering a correct amount of insulin as per insulin needs. The insulin pump will not be returned for analysis.